Event description:
The 41 1/2 term newborn was delivered with assistance of soft cup vacuum device and developed subgaleal hematoma. The baby went into hypovolemic shock and cardiac arrest leading to expiration.